Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code of 242.4030 with their 8100 module was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, mechanism assembly: customer stated they replaced the ail with no change. Recommended replacing the mechanism assembly. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code of 242.4030 with their 8100 module. There was no patient involvement.